Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 133, 159, 308, and 520 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms at the time. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.